Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. Inspection of the equipment found a kinked hose in the ventilator interface board. The hose was reseated and readjusted. No report of patient involvement. (B)(4).

Event description:
The hospital reported the unit failed the preoperative checkout. There was no report of patient involvement.